Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This filed to report the difficult deployment. It was reported that this was a mitraclip procedure to treat a patient with functional mitral regurgitation (mr), grade 4. One clip was implanted without issue. During clip deployment of the second clip, the actuator knob was turned eight times and pulled back, but the clip did not release from the clip delivery system. Troubleshooting steps were performed and the clip was deployed. Two clips were successfully implanted, reducing mr to grade 1. It was believed that there was some angulation between the clip and the shaft of the delivery catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device, and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the devices.